Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) confirmed checked the machine and found maintenance required code #5 coming and helium cylinder show empty. First fse performed the he cylinder calibration but he cylinder calibration failed. The result is out specification. Then fse replaced the main board then perform the he cylinder calibration but still the same result found. So the he cylinder regulator could be defective. So fse needed he regulator further inspect the machine. As inspection and repair still pending, the complaint may be reopened in future if the response is received.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes and investigation conclusions) h10. A getinge field service engineer (fse) confirmed checked the machine and found maintenance required code #5 coming and helium cylinder show empty. First fse performed the he cylinder calibration but he cylinder calibration failed. The result is out specification. Then fse replaced the main board then perform the he cylinder calibration but still the same result found. So the he cylinder regulator could be defective. Replaced the he regulator assembly and blood deducting tube then check the machine and found machine is working properly. All pneumatic tests are passed. All functions and parameters are working properly handover the machine to user in good working condition.

Event description:
N/a.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) had a maintenance error code #5. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.